Manufacturer narrative:
Unit received with button error alarm and had unresponsive express bolus, esc and act buttons due to corroded keypad traces. Unable to perform any test due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the device may have been exposed to sweat. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.